Event description:
Beckman coulter inc., (bci) contacted this post-mod glucose (glucm) customer via the bci internal monitoring program. The customer indicated that one (1) erroneously low glucm sample was noticed when comparing results in duplicate mode, generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer did not call and complain to bci about this sample. The initial glucose result yielded 5 mg/dl followed by a rerun result of 78.9 mg/dl. Internal analysis indicates that this was a short sample volume run for the 5 mg/dl. Patient treatment was not affected in regard to this event as the customer runs all glucose samples in duplicate mode and verifies the results prior to reporting.

Manufacturer narrative:
No indication of calibration or qc problems prior to the event. A field service engineer (fse) was dispatched and performed preventative maintenance (pm) on the instrument prior to the event, included replacing the modular chemistry (mc) sample probe, cleaning the collar wash and vacuum line, cleaning the electrode, doing cup maintenance, and setting the gain. The root cause is unknown at this time.